Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The data file for this file did not reveal a conclusive cause for the higher-than-expected wbc content reported in rbc unit 2 of this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in unit 2 of the drbc product could be donor-related. It also cannot be ruled out that the rbc filter may have been loaded incorrectly. Please have them ensure that the filter is loaded properly into the filter bracket and not removed from the bracket unless prompted by the trima accel system. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. The data file for this file did not reveal a conclusive cause for the higher-than-expected wbc content reported in rbc unit 2 of this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in unit 2 of the drbc product could be donor-related. It also cannot be ruled out that the rbc filter may have been loaded incorrectly. Please have them ensure that the filter is loaded properly into the filter bracket and not removed from the bracket unless prompted by the trima accel system. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the data file for this file did not reveal a conclusive cause for the higher-than-expected wbc content reported in rbc unit 2 of this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in unit 2 of the drbc product could be donor-related. It also cannot be ruled out that the rbc filter may have been loaded incorrectly.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The data file for this file did not reveal a conclusive cause for the higher-than-expected wbc content reported in rbc unit 2 of this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in unit 2 of the drbc product could be donor-related. It also cannot be ruled out that the rbc filter may have been loaded incorrectly. Please have them ensure that the filter is loaded properly into the filter bracket and not removed from the bracket unless prompted by the trima accel system. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.